Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025.on (B)(6) 2025, it was reported that the patient stated his cgm values were fluctuating from high to low and then high. No specific values were reported and no bg meter comparison values were taken. The patient was wearing an omnipod insulin pump. At 1pm, the patient began having stomach pain and felt weak. His cgm and bg meter both read high mg/dl at this time. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was still high (no specific value reported) and the patient¿s cgm value at this time was not reported. The patient was diagnosed with dka and treated with IV fluids and other unspecified medications that could not be recalled. The patient was then transferred to another hospital where he was admitted. He was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.